Manufacturer narrative:
3m espe received this report on (B)(6) 2015 and has attempted to obtain more patient-specific information. Since the dentist was not willing to provide patient-specific information, patient-specific reporting is not possible. Since this event involved three medical devices, three manufacturer reports are being submitted. This report describes the first device. Manufacturer report numbers 9611385-2015-00024 and 9611385-2015-00025, describe the second and third device, respectfully.

Event description:
On (B)(6) 2015, a dentist reported that approximately 25% of 200 patients had need for endodontic treatment. These patients had crowns made from 3m espe lava ultimate cad/cam restorative for cerec, which were seated with 3m espe 3m espe relyx ultimate cement and 3m espe scotchbond universal adhesive the reporting dentist declined to provide additional patient-specific information and the dates on which the crowns were placed and endodontic treatment occurred; as such, these events are being collectively reported. The dentist did state that the patients still remaining in her practice, all are fine after the endodontic treatment.